Event description:
The surgeon inserted a 12.6 mm micl 12.6 implantable collamer lens. The lesn tore upon into the eye. The lens was removed without enlarging the incision. No patient injury. This is the first of two lenses for the same patient. See MFR. Report # 2023826-2006-00540.